Manufacturer narrative:
(B)(4). Product code: ccw.

Event description:
The physician reported that the screen started going darker and became too dark to use during patient intubation. A back up laryngoscope wasn't readily available and there was a delay of a several minutes getting the patient intubated. The macintosh blade would not work on this patient with an anterior trachea. A code blue occurred related to the patient vomiting and not the mcgrath. The physician mask ventilated the patient until he could get another laryngoscope. The physician stated next time he would know to bring a glidescope for backup. The patient was male, age "late 60's early 70's", weight "about (B)(6)", height "maybe 5'6". The physician could not provide the date of the event.

Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and no visual faults or damage observed. Further investigation isolated the issue to the led display. Information has been added to the database for trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that the screen started going darker and became too dark to use during patient intubation. A back up laryngoscope wasn¿t readily available and there was a delay of a several minutes getting the patient intubated.